Manufacturer narrative:
The reported adverse event was chipped tooth. Event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer last name, mailing address and phone number were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer alleged their sonicare power toothbrush chipped a part of their tooth.

Manufacturer narrative:
B1: update from adverse event to product problem. H1: updating type of reportable event from serious injury to injury. Analysis results: product was not returned to confirm a malfunction has occurred. 06/03/2022. This case was re-reviewed and deemed to be not reportable. The assessment of chipped tooth has been determined to be s1 moderate injury and deemed not a serious injury or life threatening. Philips power toothbrushes at their amplitude and frequency are not strong enough to break healthy teeth and/or restorations. H3 other text : product not returned to manufacturer.